Manufacturer narrative:
The main component of the system: product ID: 4351-35, serial#: nht025620n, implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial#: (B)(4), product type: lead .

Event description:
A manufacturing representative (rep) reported that a patient fell 2 nights ago and they were admitted into the hospital. They started feeling waves of shocking at the battery site. They stated it was hard to explain, but it seemed constant. They requested to have a programmer "shipping in" to turn the implantable neurostimulator (ins) off. There was not troubleshooting or diagnostics noted. The issue was noted as not being resolved at the time of the report. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.